Event description:
When the rotary knob was turned to the vtbi (volume to be infused) programming selection mode, the pump display indicated it was in the rate programming selection mode. The pump had been received in the user facility biomedical engineering department with an unsigned note that read, "intermittent selector switch". No tracking information was available in order to obtain specific patient or event details. There were no reports of any adverse patient events while the device was in clinical use. Though requested no further information was available.